Event description:
Transcend 3 travel CPAP has a design flaw: an inadequate air filter. The filter is claimed to remove pollen. This is a lie. Pollen contaminated the CPAP and desorbs during use. As I have sinus allergies, the pollen contaminating the CPAP causes severe allergic reactions. Using 3-4 times the normal amount of antihistamines my sinuses are swollen and I am still constantly blowing my nose. For the month of (B)(6) 2019 I was in (B)(6) and (B)(6). Apparently the transcend 3 was contaminated early in the trip. I had the severe allergic reactions during the entire trip. At the time I attributed it to local pollen all over the areas I travelled. After returning home I used my regular CPAP without any unusually severe sinus reaction. Using the transcend 3 one night, I again experienced the severe allergic sinus reaction. It was the same severe reaction I had the entire month of (B)(6) 2019. Advertising for the transcend 3 claims the filter removes pollen. This is a lie. I contacted the manufacturer and asked that they decontaminate the CPAP by cleaning out the pollen as there is a design flaw in the filter and a false claim that the filter removes pollen. The response was that decontamination was not covered by the warranty. The manufacturer falsely claims the air filter removes pollen. The transcend 3 makes a very expensive paperweight. FDA safety report ID# (B)(4).